Event description:
It was reported that the patient "suffered a stroke while flying (B)(6)." The event occurred following a refill session; dates were not specified. The patient also had pneumonia. The pump was turned down by 20%. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a stroke the last time she flew, referring to the stroke initially reported. The stroke was reportedly in (B)(6) 2010. There was no concern regarding the pump and the stroke. It was also reported they didn¿t think the pump caused the stroke. It was noted it was an atomic stroke. The patient got everything back but did lose her peripheral vision. The patient¿s health care provider (hcp) also confirmed that it was determined after neurological testing and blood work that the stroke was not device or therapy related at all. The eyesight issue the patient also had reported was not related as well. It was a complication of the stroke. There were no current therapy issues and the patient was currently doing well. The device had previously delivered fentanyl.

Manufacturer narrative:
(B)(4).